Event description:
Related manufacturer reference number: 2916596-2021-00341. It was reported that the patient went to the hospital because of co2 problems with low level of conscience and suddenly the pump stopped and it was without any charged battery even the backup battery was unloaded. A cardiologist connected the system monitor and it started working again. An autotest was done and everything was working normally. The controller was changed for the backup. Doctors from the ICU said they didn't listen to any alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the downloaded log files confirmed controller clock corrupt alarms indicating a total loss of external power to the system controller with an associated pump stop, which appeared consistent with full depletion of the 14v batteries and backup battery. A specific duration of time for which the pump was stopped could not be conclusively determined. Additionally, a direct correlation between the reported low level of conscience and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. System controller event and periodic log files were downloaded from the returned system controller, serial number (B)(6). The system controller periodic log file contains approximately 10.5 days from 08jan2021 at 22:08:09 through 19jan2021 at 12:38:14, per the timestamp. The log file captured a controller_clock_corrupt alarm due to the clock being reset to the default date of 01jan2000; prior to the clock being reset, the log file captured a low voltage advisory alarm at 9:07:22 on 18jan2021, a low voltage hazard alarm at 10:07:22 on 18jan2021, and a no external power alarm on 18jan2021 from 11:07:21 to 12:07:21 that appear consistent with depletion of the 14v batteries. The exact times that the alarms captured in the periodic log file activated and resolved cannot be determined as the periodic log file only records data at specified time intervals rather than upon the occurrence of an event. The periodic log file was set to record data at one hour intervals. Because of this, no pump stops were captured within the file; however, the controller_clock_corrupt alarm indicates that the controller shut off and the pump stopped, some time after 18jan2021 at 12:07:21. A specific duration of time for which the pump was stopped could not be conclusively determined. The event log file downloaded from the returned system controller did not contain any data from the date of the reported event due to the data being overwritten by newer data. The event log file contained approximately 8 hours of data on 19jan2021 (06:45:12 ¿ 13:34:54 per the timestamp). The pump operated as intended at the set speed while the driveline was connected. The reported event of not hearing the alarms from the system controller prior to a pump stop was not confirmed (related manufacturer reference number: 2916596-2021-00341). The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. The hm3 lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.